Event description:
As reported via the american heart journal (2010;160:775.e1-775.e9) article entitled "serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation," a patient experienced stent fracture and separation, with 48% restenosis. This case is 9th of 29 events. The patient was a (B)(6) female. The indication for the index procedure was stable coronary artery disease. The target lesion was in the circumflex, but the details are not indicated. The lesion was neither an in-stent restenosis nor a chronic total occlusion. No further information was provided. Before the event occurred, two cypher bx (size and lot unknown) were implanted with overlap. The total stent length was 31mm and the diameter of the stent was 2.5mm. The date of the procedure and the details of the stent implantation were unknown. The first follow-up angiogram was performed six to nine months after stent implantation. The stent fracture was observed, but no binary restenosis was observed at the fracture site.

Manufacturer narrative:
Additional information was received on (B)(4) 2011. Only 1 of the 2 stents was fractured. Therefore, this report is no longer MDR reportable. The associated report remains reportable. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2010-00931 and 9616099-2010-00932. (B)(4) cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).

Manufacturer narrative:
The location of the stent fracture was unknown and no treatment was reported. There was 48% restenosis and popma et al classification was iii (fracture with separation). Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2010-00931 and 9616099-2010-00932. (B)(4) cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).